Event description:
Device analysis indicated that the shaft of the electrode was found to be completely separated from the hub. The separated shaft was likely due to unintended excessive external mechanical force.

Event description:
Device analysis indicated that the shaft of the electrode was found to be completely separated from the hub. The separated shaft was likely due to unintended excessive external mechanical force.